Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D4. The lot number was not provided by the customer. H11: through follow-up communications, livanova learned that the cannula was used for two (2) days. After the crack was noticed, the cannula was replaced with another one. Reportedly, the crack did not cause any leakage or flow issue. In addition, the cannula was secured without a suture ring. Customer reportedly did not fix the proximal legs of the cannula together during use. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova us received report of a protekduo cannula which cracked at the y connector during usage. No patient impact was reported.

Manufacturer narrative:
G1: updated g1 contact office -(B)(6).

Event description:
See initial report.